Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (delivers monophasic pulse) has been confirmed. Upon investigation the monitor reset during a pulse test. The cause for the failure was isolated to defective t3 transformers on the defibrillator pca. The root cause for the defective transformer could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor delivered a monophasic pulse.